Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a broken and underweight device. A visual and microscopic analysis were performed which identified non-penetrating nicks, a sharp break on the posterior, and a sharp opening on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp break on the posterior due to surgical impact for the non-penetrating nicks, and a sharp opening on the posterior side due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, "mastodynia," "left arm pain," and "deformity of reconstructed breast." Device has been explanted.